Event description:
A nurse reported that following a multifocal intraocular lens (iol) implant procedure, the pt experienced blurred vision and the iol was dislocated. Additional info was received from the nurse which indicated that the lens was subluxated and the pt was unable to see well. The lens was exchanged for another iol model, three days later. Additional info has been requested.

Manufacturer narrative:
The product was not returned analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).